Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. There were no abnormal tone heard at any time during testing. The instrument was disassembled to inspect internal components and the closure indicator was bent and not making contact with the moving trigger, resulting in no audible feedback sound. The bent closure indicator does not affect the device functionality. It could not be determined what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a lap rectum procedure, the acoustic feedback was missing after 30 minutes of surgery time. No harm to the patient.